Event description:
It was reported that during an unk procedure, the staples were malformed after the surgeon fired the device. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the ecr60d cartridge reload was received for analysis with no visual non-conformances and partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the mfg process.